Manufacturer narrative:
(B) (4): the catheter segment was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is completed.

Event description:
It was reported the pt underwent pump replacement due to normal end of battery life. At the time of the replacement, the pt was not getting the pain relief he had been receiving in the past. The pt's hcp had been increasing the pt's dose of medication, but the pt was still not receiving better pain relief. During the replacement pump surgery, the hcp was not able to aspirate any csf back through the catheter once it was disconnected from the pump. The hcp elected to replace the entire catheter system at that time. Once the pt had the new catheter implanted, he was started on a significantly lower dose of medication, and was doing much better with his pain under control. When the distal segment of the catheter was removed, the hcp found a "black sludge looking" material in the distal end of the catheter.